Event description:
It has been reported to philips that the wired footswitch intermittently did not trigger x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planed treatment procedure was being performed when the issue occurred. The procedure was completed as planned by using the wireless footswitch. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wired footswitch was not working. Upon troubleshooting, that the footswitch signals command did not activate in the correct sequence or synchronously. To resolve the problem, the customer replaced the wired footswitch. After replacing footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wired footswitch. This includes the requirement to have the wireless footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wired footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.